Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data a1 patient identified was incorrectly "pl" in the initial report instead of "lp. A3 patient sex added to the record. D4 device information added to the record. D7 date of explant has been updated in the record. E1 and e2 initial reporter added to the record.

Event description:
Additional information receieved stated that the patient's ipg was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Patient sex is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided device information is unknown. Initial reporter and information is unavailable. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a return of their depression due to loss of stimulation. In turn, surgical intervention may take place at a later date to address the issue.